Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Concomitant medical products: 407652- non defibrillator lead; d142- defibrillator; 0295- defibrillator lead; implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the swivel clip holding the patient's shoulder pack broke. The shoulder pack was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The shoulder pack with unknown lot number was not returned for evaluation. As a result, the reported event could not be confirmed. A pplicable risk documentation and experience with events of similar circumstances were considered; events with damaged swivel clip can be attributed, but not limited to wear and/or due to the handling of the pack. The reported event could not be confirmed as the unit was not available for analysis. If information is provided in the future, a supplemental report will be issued.